Event description:
According to the reporter, during the procedure, the blood flow was blocked on the venous side (blue line). The catheter was not repaired. There was no leak. There was no lever adapter issue. Nothing unusual was observed on the device prior to use. No other defects or damage were found on the product. No other products were being utilized with the device. Flushing was done with a normal result. The customer tried to reverse the line, but still there was a blockage. The remedial action done was to reverse the line, but the issue was not resolved, so they changed the catheter and used another catheter. The procedure was complete after resolving the issue. There was no blood loss. No intervention or medical treatment is required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Photo returned showed palindrome catheter inside packaging with what appeared to be dried blood. A visual inspection of the photo was unable to identify a blockage in the catheter. It was reported that the device was occluded. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the blood flow was blocked on the venous side (blue line). The catheter was not repaired. There was no leak. There was no luer adapter issue. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. No other products were utilized with the device. Flushing was done with a normal result. The customer tried to reverse the line, but still there was a blockage. The remedial action done was to reverse the line, but the issue was not resolved, so they changed the catheter and used another catheter. The procedure was completed after resolving the issue. There was no blood loss, and blood transfusion was not required. No intervention or medical treatment was required as a result of the event. The product was replaced on the same day. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, the blood flow was blocked on the venous side (blue line). The catheter was not repaired. There was no leak. There was no luer adapter issue. Nothing unusual was observed on the device prior to use. No other defects or damages were found on the product. No other products were utilized with the device. Flushing was done with a normal result. The customer tried to reverse the line, but still there was a blockage. The remedial action done was to reverse the line, but the issue was not resolved, so they changed the catheter and used another catheter. The procedure was completed after resolving the issue. There was no blood loss. No intervention or medical treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.